Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Other relevant device(s) are: product ID: 960-152, media io fusion; treon;s7;i7 3.16, 960-152, 3.16. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was loading an exam as an unstructured dicom and it took an extended period of time. When the scan did load the inferior portion of the scan did not load from the nasal bone down. The site was able to load the scan successfully on the a different navigation system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that an rn archived another copy and it loaded without issue.

Manufacturer narrative:
The software investigation determined that the exam disc was not burned properly. The software functioning as designed. If information is provided in the future, a supplemental report will be issued.